Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to a broken toe and high blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer had a painkiller shot that contributed to the high blood glucose. Nothing further was reported.